Event description:
On 7/11/2022, it was reported by a sales representative via email that an ar-2323bct-2 swivelock handle was slipping into the device shaft as the surgeon was attempting to manually screw in the anchor. Because of this, the anchor could not be implanted. Case was completed with another ar-2323bct-2 swivelock and no further issues has been reported. This was discovered during an aclr procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.